Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on )(B)(6) 2022. During examination, it was noted that there was far field r wave oversensing on the right atrial (ra) lead which led to episodes of inappropriate automatic mode switch (ams). Programming changes were discussed but were not performed at this time. Patient condition is unknown.